Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that the up arrow button on the insulin pump is sticky and the customer had press it hard to get a response. It was stated that the customer was near the ocean with the insulin pump. Blood glucose value is unknown. It was also reported that the insulin pump has some minor scratches but no cracks. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected button sticking anomalies noted. No moisture damage was found on the electronics, motor, battery tube, vibrator and assembly noted. The insulin pump had minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.